Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose between above 400 mg/dl, around 500 mg/dl, and there was no alarm on the insulin pump. Customer stated her healthcare provider believed the issue was caused by the infusion set, however the tubing was not kinked upon removal. Customer declined to troubleshoot for high blood glucose and stated she had not experienced any issues since. Nothing further reported.